Event description:
It was reported that ongoing occlusion alarms occurred. Customer would change the pump supplies to try and address the alarms. Ultimately, the occlusions continued and a pump replacement was sent to the customer. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. At the time of report with tandem clinical support the customer¿s blood glucose level was 103 mg/dl.